Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-25543 for MDR submission of the adverse event and malfunction related to using a backup mcs instrument to resolve the tissue adherence.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, repeated use of the monopolar curved scissors (mcs) instrument led to degradation of the surface coating and heat accumulation on the blades, resulting in tissue adhesion. Consequently, the blades obstructed the field of view and impaired the efficiency of both cutting and electrocautery. This necessitated frequent removal of the instrument for cleaning, which not only prolonged the surgical time but also increased the risk of tissue damage and bleeding, ultimately compromising surgical safety. To resolve the issue, a backup mcs instrument was used; however, the issue recurred. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the first monopolar curved scissors (mcs) instrument (lot number: k18250828-0657) for failure analysis (fa) evaluation. Visual inspection of both internal and external components revealed no issues. It was installed on an in-house system and passed recognition, engagement, and functional tests, including the cut test, with the blades opening and closing properly. It also passed energy delivery testing in multiple grip orientations and the electrical continuity test. The mcs instrument was fully functional, and no product issue was identified. Additional information: isi received the second mcs instrument (lot number: k15251001) for fa evaluation. The mcs instrument was examined and identified to have mechanical damage at the base of both blade edges, exhibited indentations formation. Discoloration was observed on the cutting edges of both blades, located at the tip and along the lower edges. The mcs instrument was installed on an in-house system and passed recognition, engagement, and functional testing; the blades opened and closed properly. The observed blade indentations did not contribute to the cut-test failure. These findings are consistent with mechanical damage to the blade edge.

Event description:
Refer to h11 for follow-up information.